Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the patient¿s device was done wrong; stimulation felt like it was pulling on them, and stinging them, and like a vibration that was barely there, and was real light. It was noted that the device never did work; they had gone to their healthcare provider every year, and they had tried all 4 programs on it without success. The patient stated that they ended up just turning it off themselves. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received, the patient called in response to a letter they received. They reported they did not know what circumstances lead to their first device not working.